Manufacturer narrative:
Correction: g3, h5 (annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: e1(street 1, street 2, city, region and phone number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted the presence of a full complement of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. In addition, part of the crush ring was observed to be crushed. Functional testing noted that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely and a full complement of staples was deployed and properly formed. The device was subjected to a measured anvil retention test. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the anvil tilted prematurely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the anvil disengaged and a component became disengaged. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that the tissue thickness can comfortably compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excessive tissue thickness may result in unacceptable staple formation or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, during use of the circular stapler, the anvil deviated and remained in a tilted position, pre venting the surgeon from firing the device. Additionally, the anvil and safety lever components became disengaged. No patient complications have been reported as a result of this event.